Manufacturer narrative:
The device was returned for analysis. The reported activation failure, mechanical jam and difficult to remove introducer sheath were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment the stent inadvertently partially deployed into the introducer sheath; thus compromising the device resulting in the reported thumbwheel difficulties and the reported difficult to remove difficulties with the introducer sheath and the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the endovascular iliac stent procedure was performed to treat a lesion in the iliac artery with no calcification, no tortuosity and 70% stenosis. The 8.0x80mm absolute pro self expanding stent system (sess) was advanced to the lesion. During deployment, the stent partially deployed in the introducer sheath and the thumbwheel wouldn¿t move. The stent was thought to be fully deployed in the vessel under fluoroscopy; however, when the catheter was being removed, resistance was met with the introducer sheath as well as with the guide wire and the stent. The catheter was removed. When the wire was attempted to be removed, the wire did not want to come out of the sheath. The wire and sheath were removed, and it was found that the stent was attached to the sheath and was also removed. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.